Event description:
As stated by the customer 2012-(B)(6): facility informed (B)(4) that a lift had tipped during a transfer and the patient had suffered a skin tear due to the incident; the 2 caregivers involved also suffered injuries, but that information was not released. The facility's hr department has an internal investigation results that they were going to fax to the (B)(4) service tech that was dispatched to the facility in response to the incident.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo hospital equipment (B)(4). (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.